Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" mg/dl, although specific value was not provided. Customer delivered a correction bolus to address the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.